Event description:
Customer stated that the insulin pump alarmed no delivery. The current blood glucose reading is 101 mg/dl. Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 700 mg/dl. Hospital admitted customer to ICU. Hospital treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.